Event description:
Event description cpi received information that a patient with an endotak (0064) was experiencing impedance problems. No invasive has been done at this time, the patient is being monitored.